Event description:
The customer reported the system is making a popping noise from the tube head and is unable to retrieve images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, reformatted the hard drive and reloaded software. System operates as intended. This MDR is related to ge healthcare complaint.